Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported the ventilator did not alarm. The customer reported there was no patient harm. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The manufacturer's field service technician was unable to duplicate the customer reported problem. All alarms performed to specification during evaluation and testing. Extended self testing (est) was completed and testing passed per operating specifications.